Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and load sequence with multiple cartridges. Pump was exposed to water. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 203 mg/dl.